Manufacturer narrative:
Analysis was performed by authorized bench repair service personnel which included functional testing with patient simulator and electrical safety tester. The results of the analysis indicate the problem of unstable nibp was able to be reproduced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp pump. The issue was resolved by replacing the nibp pump. Following repair, the device was confirmed to be working according to specifications. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the non-invasive blood pressure (nibp) does not remain stable. It is unknown if the device was in use at time of event, and there was no adverse event reported.